Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they was assisted with high pressure test and there was no alarms from the pump. The customer¿s blood glucose level was 375 mg/dl. The customer was treated with syringe. The customer was experienced symptoms like nausea. The customer also stated that they did not allege insulin pump was under delivering. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No insulin delivery anomaly noted during testing. Device functioning properly during testing. (B)(4).